Manufacturer narrative:
Investigation: a device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It has been reported that the bd venflon¿ pro safety peripheral safety IV catheter has been found experiencing leakage during use. The following has been provided by the initial reporter: a bd venflon pro safety cannula ( lot number 9021938p41, 16 gauge grey) was inserted into a patient's right dorsum of hand. Insertion was to allow general anesthesia for an emergency surgery procedure. After the patient was transferred onto the operating table the anesthetist began to administer fluid through the attached giving set. The fluid back flowed out of the top injection port of the cannula instead of flowing into the vein.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd venflon¿ pro safety peripheral safety IV catheter has been found experiencing leakage during use. The following has been provided by the initial reporter: a bd venflon pro safety cannula ( lot number 9021938p41, 16 gauge grey) was inserted into a patient's right dorsum of hand. Insertion was to allow general anesthesia for an emergency surgery procedure. After the patient was transferred onto the operating table the anesthetist began to administer fluid through the attached giving set. The fluid back flowed out of the top injection port of the cannula instead of flowing into the vein.